Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced five inappropriate therapies due to noise on the right ventricular (rv) lead. It was noted that the rv lead had a possible lead fracture. An rv lead integrity alert (lia) was triggered due to over-sensing and noise. Reprogramming was done, and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.